Event description:
Customer reported he took out the battery over night and the next morning the device was not delivering insulin. Customer stated no alarms where working and the device was not delivering basals. Customer's blood glucose was 101 mg/dl and then they went up to 456 mg/dl. Customer wanted to wait to treat with the device and stated his vision was all ready blurry due to high blood glucose. Customer forgot to fill the cannula after introducing the needle. Multiple no delivery alarms were noted in the device alarm history file and customer does not recall any alarms. Customer did not have a tubing clamp to perform high pressure test. Customer was advised to call back when alarm occurred to perform troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.